Event description:
It was reported that the day after a replacement procedure, the right ventricular (rv) lead impedance had increased to over 3000 ohms and a loose pin was suspected. During the revision procedure, it was noted that the lead was completely disconnected from the device. The rv lead was reconnected and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).